Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that there was a ventilation leak noted in patient that could not resolve despite additional cuff inflation. The issue was resolved by changing out the trach. The ventilation was temporarily adjusted to compensate for the leak though the patient was clinically stable throughout. There was no patient injury reported.

Manufacturer narrative:
One video was made available for the investigation. The video showed the cuff being inflated using a syringe filled with water. The cuff inflates asymmetrically, and the clinician manipulates by massaging and stretching the cuff; after this the cuff is symmetrical. The cuff is then deflated and once again inflated; the cuff inflates asymmetrically again. The complaint is confirmed. Without having the device in for investigation, root cause could not be established. An internal CAPA was opened on 18/jan/2022 to investigate the failure mode reported and is currently in investigation plan phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. E4 unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147.